Manufacturer narrative:
A specific root cause could not be identified. The sample for this patient was not available to investigate.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 3 patients tested for ft3 - free triiodothyronine (ft3 iii), free thyroxine (ft4 ii) and antibodies to tsh receptor (anti-tshr). Based on the data provided, the results for 1 patient were erroneous when tested for ft3 iii and ft4 ii on an e602 analyzer. The erroneous results were reported outside of the laboratory. After the results from the e602 were reported outside the laboratory, a request was made to have the sample tested in an external laboratory on a different platform. This medwatch will cover ft3 iii. Refer to medwatch with (B)(6) for information on the ft4 ii erroneous results. The initial ft3 iii result from the e602 analyzer was 12.51 pmol/l. The repeat result from an ortho analyzer was 6.28 pmol/l. The initial ft4 ii result from the e602 analyzer was 33.53 pmol/l. The repeat result from an ortho analyzer was 15.0 pmol/l. It was noted that thyroid therapy was started after the results from the e602 analyzer were reported to the clinician; however, no adverse event occurred. The e602 analyzer serial number was not provided.